Manufacturer narrative:
The returned device was evaluated and a tear was found on the exposed portion of the soft cannula. A leak test was conducted and fluid could be seen exiting the tear. It could not be determined when the damage to the exposed portion of the soft cannula occurred or if it impeded the device's ability to deliver insulin. It could be seen in the data that a 0x67 alarm occurred during the operation of the device, indicating that an occlusion occurred. Timeouts can be seen near the end of the device¿s runtime, but the rotational sensor data showed no signs of struggle. Device ran for 633 pulses. The cause of the alarm could not be conclusively determined. In addition, the left rotational sensor spring was found to be inwardly biased. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18.3 mmol/l (329.4 mg/dl) while wearing the pod on the arm between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.